Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine encountered a windows 10 issue and remained stuck on a blue screen, a field service engineer (fse) reimaged the station after a windows related boot failure. The station initially could not synchronize due to network issue. The fse coordinated with information technology (it) to restore network connectivity and successfully synchronized the station with the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine encountered a windows 10 issue and remained stuck on a blue screen, repeatedly attempting repair but failing. It only prompted shutdown or reconfiguration, and medication could not be accessed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.